Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) troubleshot and identified failures in the pyxibus controller and both drawer boards. The components were replaced, and testing was resumed with no further issues observed. The user verified proper operation through inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was failed to communicate, went offline and required maintenance. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was failed to communicate, went offline and required maintenance. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.